Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited varying capture thresholds. On (B)(6) 2017, the patient presented in clinic and the device was reprogrammed.